Event description:
Customer reports a leak coming from the system water reservoir. She had assembled a new valve body to replace the old one that was looking worn. She states the new valve body assembly is leaking, the fluid is on the floor and in the walkway. She states no pt samples have been affected and no erroneous results generated. No one was harmed from this incident. Customer temporarily resolved the issue by putting the old valve body back on the water reservoir. Replacement parts were sent to the customer, and she replaced the assembly with the replacement parts provided. Customer states they are not having any more issues.